Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a revision to reposition her device, as she had lost a significant amount of weight. Add'l info has been requested but was not available at the time of this report.